Manufacturer narrative:
Pump was received with a48 alarm and off no power alarm after screen counting up to number seven, problem isolated to m/b. Unable to verify for motor error alarm or e70 alarm due to constant a48 and off no power alarm. Motor passed motor test. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 160 mg/dl. Troubleshooting was performed. The device was returned for analysis.